Event description:
A 72-yr-old male who on 9/14/93 underwent a right carotid endarterectomy with eeg monitor uneventfully. He was monitored post-operatively in the ICU for 24 hrs and remained stable in terms of his vital signs and neurologic status. He was transferred to a surgical floor where he was ambulating and progressing well. The evening of 9/15/93 he devloped severe right neck pain. He developed respiratory insufficiency and massive bleeding from the right side of his neck. He was taken to the or emergently. Upon entering the mid portion of his carotid artery arterial suture was broken. The artery wall was entirely intact. The pt's condition continued to deteriorate and he expired on 9/18/93. Autopsy of the head and neck are pending.